Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the viper universal poly driver (p/n: 279734000, lot #: mi76557) was returned and received at us cq. Upon visual inspection, the drive feature at the distal end of the shaft component was broken off. The broken fragment was not returned. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the outer diameter of the distal tip was measured to be within the specification. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed: mis: si quick connect poly screwdriver, assembly. Mis: si quick connect poly screwdriver, t20 driver shaft. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the viper universal poly driver (p/n: 279734000, lot #: mi76557). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi76557 was released in a single batch. Batch1: lot was released on 17jun 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent a surgery. During the surgery, the polyaxial head of the screw broke off and the tip of the screwdriver broke too. The patient was strong and very stable with osteochondrosis and sclerosed facet joint. The chosen screws that were too thick. The broken screw could be removed fully. The predrilled hole used for another screw and could complete the surgery successfully with a positive patient outcome. There was a 20 minutes surgical delay reported. This complaint involves two (2) devices. This report is for (1) viper universal poly driver. This report is 2 of 2 for (B)(4).